Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a y-type irrigation set before patient use. There is no report of patient involvement. No additional information is available.